Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose level was unknown. The customer stated that the transmitter does not blink when connected to the sensor. The customer was advised to check for bent, damaged or retracted sensor. The customer will be sent a replacement sensor.